Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited no capture. Lead measurements were normal. The patient was brought into the ep lab and the lead was tested with a pacing system analyzer (psa). Pacing impedances tested in unipolar were low; it was also repoted that the pacing thresholds were high. The device was explanted and replaced with a non-guidant ICD with atrial therapies; the lead was surgically abandoned and replaced with a non-guidant lead. The device and the lead portion will be returned to guidant for analysis.